Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported pressure sensor issue when the device "wouldn't let load it the tube and says air in line", which was not reproduced during evaluation. The ultrasonic sensor readings were found out of specification. The cause was determined during a visual inspection to be a damaged ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a pressure sensor issue "won't let load it the tube and says air in line". There was no known patient injury or medical intervention associated with this event. No additional information is available.